Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00269. Medical products: item#: 00436303600, glenosphere centric 36 mm diameter +3 mm lateral , lot#: 64434604. Item#: 00434900613, tm reverse stem 6mm x 130mm, lot#: 64688201. Item#: 00434903603, poly liner plus 3 mm offset 36 mm diameter, lot#: 64287439. Item#: 47-4361-083-00, tm rvs tec reamer 1 blade, lot#: 56672653. Item#: 01.04223.048, invers/revers scr syst 4.5-48, lot#: unk. Item#: 01.04223.033, invers/revers scr syst 4.5-33, lot#: unk. Item#: 47430706100, cannulated drill with stop 6 mm, lot#: 64839174. Item#: 47430902501, pin 2.5 mm diameter, lot#: 64807554. Item#: 47430904601, drill 2.5 mm diameter, lot#: 64713568. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient underwent revision of shoulder procedure approximately two (2) months post implant due to glenosphere dissociating from the base plate. During procedure it was noted that only the glenosphere was explanted and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00269-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no (related) deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.